Event description:
During the course of a phone conversation about an unrelated adverse event, a health professional mentioned an historical adverse event where a pt experienced redness and was treated with antibiotics and hyaluronidase which fully resolved the symptoms. The reporter stated being too busy to provide further info about this case and emphatically declined to do so. No further f/u is possible, and allergan's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
(B)(4).